Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, da vinci system became inoperable, and the ¿screw thread¿ of fenestrated bipolar forceps (fbf) instrument was damaged due to the emergency stop, and the instrument was pulled from the universal surgical manipulator (usm) arm. It was unknown whether fragments fell into the patient. The procedure was converted to laparoscopic surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions. The instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Intuitive surgical (is) obtained the following additional information regarding this event: the event date was (B)(6) 2025. The conversion did not result in increasing port size incision or any additional ports. There was no patient injury due to the reported issue. The irk was damaged. There were no detached/missing pieces. There was no fragment fall inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.